Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), upon the first defibrillation, the device took an extended time to charge the energy and upon the third defibrillation, the device internally dumped the energy after charging up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), upon the first defibrillation, the device took an extended time to charge the energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 updated. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing, defib cycling, and battery sense testing without duplicating the report. The battery lugs were replaced as a precaution. The individual batteries also passed charging and conditioning. Analysis of reports of this type has not identified an increase in trend. Review of the battery logs found that the first battery used in the event had a level of charge around 40% and likely was the reason why the charging error occurred, but we could not replicate this through testing.